Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Top (by tub holder) and bottom case (by l-bracket screws) were cracked. Plunger head was cracked by all screws. Force sensor test error was observed in event history log. The technician performed power up process, checked and test force sensor. Force sensor test error was found at power up and unable to calibrate the force sensor at high standard. The root cause of the reported issue was found to be broken screw boss and left plunger case were causing of the force sensor test error. The technician replaced left plunger case. Performed power up process and all functional testing which passed. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
It was reported that the force sensor test failed. No patient injury reported.